Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had variable sensing and pacing impedance. It was also noted that there was oversensing on the rv lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of oversensing anomaly, r-wave amp variation and impedance anomaly were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.